Event description:
It was reported that the stent partially deployed. A 6mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a leg angiogram and stenting procedure to treat superficial femoral artery (sfa) and popliteal artery disease. The target lesion was a chronic total occlusion from the left sfa origin to the popliteal artery and was moderately to severely calcified. The iliac arteries were moderately tortuous, but the popliteal artery was not. A 6f 45cm sheath was used, and an 018 non-boston scientific guidewire was used to cross the lesion as far as possible. A second artery was accessed via pedal approach and was used to successfully gain through-and-through access via guidewire body-floss technique. A sterling balloon was used to pre-dilate the artery for stent vessel prep and was done so successfully. The 6mm x 120mm eluvia stent was inserted via femoral approach and upon deployment, the nose cone was visibly sucked into the stent, but nothing was apparently wrong until the deployment wheel ran out of clicks and was unable to fully release the stent. The blue handle was pulled to try to release the stent, but it was also stuck. Upon manipulation of trying to move the delivery system forward and backward to release the stent, the blue handle was able to be pulled to release the stent completely, but the nose cone was still stuck near the outside edge of the stent. Advancing, ballooning, and pulling back around the device was unsuccessful in getting the device to release from the 018 guidewire, so the delivery system and guidewire was cut with scissors, and the devices came out successfully as one unit. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that the stent partially deployed. A 6mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a leg angiogram and stenting procedure to treat superficial femoral artery (sfa) and popliteal artery disease. The target lesion was a chronic total occlusion from the left sfa origin to the popliteal artery and was moderately to severely calcified. The iliac arteries were moderately tortuous, but the popliteal artery was not. A 6f 45cm sheath was used, and an 018 non-boston scientific guidewire was used to cross the lesion as far as possible. A second artery was accessed via pedal approach and was used to successfully gain through-and-through access via guidewire body-floss technique. A sterling balloon was used to pre-dilate the artery for stent vessel prep and was done so successfully. The 6mm x 120mm eluvia stent was inserted via femoral approach and upon deployment, the nose cone was visibly sucked into the stent, but nothing was apparently wrong until the deployment wheel ran out of clicks and was unable to fully release the stent. The blue handle was pulled to try to release the stent, but it was also stuck. Upon manipulation of trying to move the delivery system forward and backward to release the stent, the blue handle was able to be pulled to release the stent completely, but the nose cone was still stuck near the outside edge of the stent. Advancing, ballooning, and pulling back around the device was unsuccessful in getting the device to release from the 018 guidewire, so the delivery system and guidewire was cut with scissors, and the devices came out successfully as one unit. The procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that the stent partially deployed. A 6mm x 120mm, 130cm eluvia drug-eluting vascular stent system was selected for use in a leg angiogram and stenting procedure to treat superficial femoral artery (sfa) and popliteal artery disease. The target lesion was a chronic total occlusion from the left sfa origin to the popliteal artery and was moderately to severely calcified. The iliac arteries were moderately tortuous, but the popliteal artery was not. A 6f 45cm sheath was used, and an 018 non-boston scientific guidewire was used to cross the lesion as far as possible. A second artery was accessed via pedal approach and was used to successfully gain through-and-through access via guidewire body-floss technique. A sterling balloon was used to pre-dilate the artery for stent vessel prep and was done so successfully. The 6mm x 120mm eluvia stent was inserted via femoral approach and upon deployment, the nose cone was visibly sucked into the stent, but nothing was apparently wrong until the deployment wheel ran out of clicks and was unable to fully release the stent. The blue handle was pulled to try to release the stent, but it was also stuck. Upon manipulation of trying to move the delivery system forward and backward to release the stent, the blue handle was able to be pulled to release the stent completely, but the nose cone was still stuck near the outside edge of the stent. Advancing, ballooning, and pulling back around the device was unsuccessful in getting the device to release from the 018 guidewire, so the delivery system and guidewire was cut with scissors, and the devices came out successfully as one unit. The procedure was completed successfully. No patient complications were reported.